Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc button dome switch. The device had cracked case at display window corners, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not responding on the customer's insulin pump. There were no significant events recalled leading up to the alarm. It was advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose level was 280 mg/dl. Nothing further was reported.